Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Drafted h3 other text : device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value not provided; cause was not known. A manual dose injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.